Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome, the patient passed away. The patient expired at home. The device parameters (flow, speed, power) were reported as not within normal limits. The patient was alarming after being found on the ground for an unknown amount of time. It was reported the outcome was device or therapy related. It was unknown if the device was intended to be returned for evaluation.